Manufacturer narrative:
On 5/26/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6449360, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: seroma, rupture and capsular contracture. Concomitant products: a gel mentor memorygel breast implant 300cc, catalog number 3543001, serial number (B)(4), lot number 6449360. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 300cc experienced left-side breast implant rupture. It was also reported that the patient developed capsular contracture associated with left breast implant (capsulectomy was performed) and it was also reported that the patient has history of previous seroma drainage. As result, the patient had undergone removal and replacement with gel mentor breast implant of unknown type on (B)(6) 2019.